Event description:
It was reported that the customer received an undefined alarm. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional information regarding corrective actions was obtained.